Manufacturer narrative:
H6: investigation summary the customer complained of broken containers but there was no photo or sample evidence to conduct the investigation. According to the DHR review process, the result showed there were no issues reported like lids broken or cracked during the manufacturing process of the lot number reported under this customer complaint (2982637). A review of the ncmr¿s was performed; the result showed there were no issues reported like brocken or cracked issue for the same part number (305616) throughout the last twelve months ((B)(6) 2020 thru (B)(6) 2021). Without a photo or sample, the complaint cannot be verified and the root cause remains unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sharps coll slide close 9gal red experienced lid/lid lock/lid latch deformed/damaged/broken. The following information was provided by the initial reporter: material no: 305616 batch no: unknown 5 of the containers inside were broken injuries or adverse event: no

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sharps coll slide close 9gal red experienced lid/lid lock/lid latch deformed/damaged/broken. The following information was provided by the initial reporter: material no: 305616 batch no: unknown. 5 of the containers inside were broken. Injuries or adverse event: no.